Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from a healthcare professional of a clinical study reported that the patient had developed an infection and cellulitis around the occipital portion of the right deep brain stimulator on the scalp. Signs and symptoms included discharge around the occipital portion of the right deep brain stimulator. This was related to the device or therapy but was not related to the implant procedure. On (B)(6) 2014 examination and palpation was done along with a system explant. The patient was admitted to the hospital and had required in patient hospitalization and prolonged existing hospitalization. The outcome was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information was received which indicated that the etiology was updated to incisional site/device tract, neurostimulator pocket.